Event description:
Stapling device, ethicon endopath ets45 reload cartirdge came partially out of the gun, which was noticed after device was fired. Only about 1/3 of staples fired and cartridge fell into chest when device was detached from tissue. With the second firing of the stapler devise the cartridge slipped foward with partial firing of the stapler, if at all. With examination it was difficult to identify. The cartridge was flipped within the pleural cavity which was eventually found and removed from a port area. Due to this defective stapling in this area a thoracotomy incision was then performed.